Event description:
It was reported that a patient had a post procedure headache. The reporter stated that the patient was instructed to lay flat and increase fluid intake. It was noted that the event was diagnosed through surgical observation and diagnosis resulted in intrathecal entry on (B)(6) 2012. It was reported that the headache was of moderate severity and was possibly related to the implant procedure. The event was resolved without sequelae on (B)(6) 2012. No further information was reported

Manufacturer narrative:
Product ID, neu_unknown_lead, serial# (B)(4), implanted: 2004 (B)(6), product type lead product ID, 3986a lot# lc1742, implanted: 2004 (B)(6), product type lead product ID 3986a lot# lc1736, implanted: 2004 (B)(6), product type lead product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3708260 lot# serial# (B)(4), explanted: 2009 (B)(6), product type extension product ID, 3708260 lot# serial# (B)(4), explanted: 64), product type lead. (B)(4).